Event description:
Additional information received stating capsular contracture baker grade unknown confirmed to not have occurred.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: ¿ creases were observed. ¿ wear abrasion observed. ¿ one opening observed on radius side assessed as fold flaw opening. No further actions are required as the device was implanted.

Event description:
Patient reported left side "capsular contracture baker grade unknown," ¿having issues,¿ ¿firmness,¿ ¿hard and larger than the right," and ¿huge blister that was draining fluid for a month.¿ healthcare professional additionally reported deflation. Additional information received stating capsular contracture baker grade unknown confirmed to not have occurred. Healthcare professional later reported "hole in radius(edge)." Device has been explanted and replaced.

Event description:
Patient reported left side "capsular contracture baker grade unknown," ¿having issues,¿ ¿firmness,¿ ¿hard and larger than the right," and ¿huge blister that was draining fluid for a month.¿ healthcare professional additionally reported deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, visibility/palpability, seroma, drainage, deflation.